Manufacturer narrative:
Date of report: 17jun2019. Date received by manufacturer: 14jun2019. The customer confirmed that the unit was not passing the oxygen accuracy test at the 30% setting. The customer reported that replacing the flow sensor assembly corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit failed the oxygen accuracy test (pvt test 7) at the 30% setting. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 08aug2019, date of report : 13aug2019. The part was returned to the manufacturer for failure investigation. It was determined that the defective component on the oxygen flow sensor printed circuit board assembly created the airflow accuracy, oxygen flow accuracy and oxygen accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.